Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.